Event description:
The complainant alleged that during a training / in-service by facility staff, the device would intermittently not charge to 30 joules when the 'analyze' button is activated. Also there is a delay in receiving an ECG reading. The complainant indicated that there was no pt involvement in the reported malfunction.